Event description:
It was reported that while unloading a power pro from the vehicle one of the power pro restraint straps was hanging over the armrest and got caught somewhere on the x frame. When the legs of the power pro were lowered during unload, they extended downwards, this caused the restraint strap to tightly squeeze the patient. There was a patient involved. It was a minor cut/laceration on their arm. User error caused event, no malfunction.